Event description:
On (B)(6) 2012, therakos received a call for a report of leak from photoactivation chamber during treatment. Customer noticed leak coming from photoactivation plate at beginning of reinfusion. One of the tubings to and from photoactivation chamber appears squashed. There was no blood in centrifuge chamber. Blood visible inside system on the left hand side from photoactivation chamber towards centrifuge.

Manufacturer narrative:
The complaint sample was not returned, therefore, the complaint of leak in the photoactivation plate cannot be verified. A review of the lot file for z780 was performed and showed that the lot met all release requirements. (B)(4).